Event description:
It was reported that the user called to clarify why the endocrinologist recommended entering higher meal boluses (¿punching more¿) despite recent low glucose episodes, and requested cds follow-up due to discomfort with increasing meal dosing; the medical device problem and device component could not be determined due to insufficient information. Symptoms included no documented clinical signs or conditions beyond reported hypoglycemia concerns. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and the medical device problem and device component remained undetermined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.